Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope was not producing an image. The issue was found during an unidentified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additionally, the device evaluation found a pinhole on the channel tube, the image guide bundle was stained, the image guide bundle had breakages, and the bending tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Although the reported event was not duplicated, it is likely an image issue could have occurred due to the significant damage found on the image guide bundle. The event can be prevented by following the instructions for use which state: "[warnings and cautions]: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.